Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high sensor readings from the adc freestyle libre 2 sensor. The customer experienced symptoms described as "deep, confused" and was unable to self-treat. Paramedics were called and the customer was treated with oral glucose and taken to the hospital however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, receiving unspecified high sensor readings from the adc freestyle libre 2 sensor. The customer experienced symptoms described as "deep confused". And was unable to self-treat. Paramedics were called, and the customer was treated with oral glucose. And taken to the hospital. However, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high sensor readings from the adc freestyle libre 2 sensor. The customer experienced symptoms described as "deep, confused" and was unable to self-treat. Paramedics were called and the customer was treated with oral glucose and taken to the hospital however, no further information was provided. There was no report of death or permanent injury associated with this event.